Event description:
It was reported that the physician snapped locking bolt. Physician had to reset version on locking bolt and in doing so on second application of torque broke locking bolt. Physician may have applied excess torque with t handle prior to snapping it with torque wrench. It had been successfully seeded first time but had to be redone when surgeon wanted to change cone version when patient was put through range of motion,. Surgeon decided to leave implant due to the fact that he believed that there was sufficient stability with the implant. There was no patient complications.